Event description:
Pts undergoing hemodialysis with a single-use dialyzer. Visible blood leaks noted in the dialysate line. Blood unable to be returned to the pts. Blood leak noted. New set up done and dialysis completed. Blood pressure stable.